Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of hypotony maculopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported hypotony maculopathy occurred in a patient 4 days after implantation of a xen®45 gts in the left eye. The event ultimately resolved roughly 2 months later and no treatment was needed.